Event description:
Baxter product surveillance received a report on (B)(6) 2011 regarding one homechoice automated pd set with cassette in which particulate matter was found. The nurse reported that a patient saw some kind of material in the last bag line of the cassette. It was thought that the material observed was possibly welding material. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the nurse on (B)(6) 2011 regarding the reported event. The nurse clarified that the particulate matter was seen in the final line of the cassette before patient use. There was no patient injury or medical intervention reported. No further information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused, unopened set for evaluation in reference to the report of particulate matter. The set was visually inspected and particulate matter was noted to be attached to the inside of the tubing approximately thirteen inches down from the cassette. The particulate matter was approximately a quarter inch and was consistent with the buildup seen on the pin pushing during the extrusion process. No other visual defects were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. There were no exceptions noted for the batch. This report for particulate matter was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was a manufacturing issue related to an extrusion defect. Particulate matter/pin build-up occurs as a normal part of the extrusion process for which baxter has inspections in place to mitigate. Extrusion personnel monitor equipment controls and perform routine preventative measures. Any material that has visible particulate matter, pin build-up, and burns is discarded. Tubing is inspected per specifications prior to product release. A risk review was performed and it was determined that the product was operating within its approved risk profile.